Event description:
N/a.

Manufacturer narrative:
The cryosolutions 10pk cartridge (33516) was not returned to the manufacturer for evaluation. The lot number provided by the customer is not a valid lot number; therefore, a review of the device history record (DHR) could not be reviewed. Thus, a definitive root cause could not be determined. The issue of leaking may be the result of a damaged/worn o-ring or issues with the cartridges. Investigation by the product's legal manufacturer/sales entity found that certain lots of cryosolutions cartridges were affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This report is 2 of 2 for the cryosolutions cartridge reportedly used during this event and is related to manufacturer number: 3006697299-2024-00181. A facility reported that the device was leaking. The user reportedly changed to a new cryosolutions cartridge (33516) and as it was being screwed in to the cryosolutions pen, "it released all the nitro in a single burst freezing the device and the gloves." There was no patient involvement nor injury to the user.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.